Event description:
It was reported that one of the leads was ¿not working right.¿ reportedly, the doctor took an x-ray ¿about 3 to 4 weeks¿ prior to report, and one of the leads ¿where they put it at in my postal area has something wrong with it.¿ it was noted the patient stated that ¿they can¿t go in there to fix it because I¿m on plavix.¿ it was later reported that the patient had had ¿issues with her therapy¿ since her implant in (B)(6) 2012. It was noted that the patient had a battery replacement and the doctor had left her old leads in place. It was stated that the doctor ¿just took¿ an x-ray of her leads because her ¿programming malfunctioned last week.¿ it was noted that the doctor told the patient that he thinks her leads need to be replaced due to ¿age.¿ it was noted that the doctor wanted to try reprogramming before a lead replacement. It was also noted that ¿the higher she turns up her stimulation the heavier her legs feel.¿ it was noted that the patient had her stimulation turned down because ¿it feels better.¿ if additional information is received, a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 74002, lot# n267587, implanted: (B)(6) 2012, product type: adapter. Product ID: 3487a-33, lot# j0455277v, implanted: (B)(6) 2005, product type: lead. Product ID: 3487a-33, lot# j0454314v, implanted: (B)(6) 2005, product type: lead. Product ID: 748951, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 748951, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. (B)(4).